Manufacturer narrative:
On 17-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idvt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. Approximately two hours into the case, during a catheter exchange, the physician aspirated the vizigo sheath. Air and blood were aspirated through the sidearm, and the physician noticed that the valve may have been damaged. The sheath was replaced and the issue was resolved. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. Device history record was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. Approximately two hours into the case, during a catheter exchange, the physician aspirated the vizigo sheath. Air and blood were aspirated through the sidearm, and the physician noticed that the valve may have been damaged. The sheath was replaced and the issue was resolved. Additional information: the issue occurred on the hemostatic valve (leakage). The hemostatic valve was not dislodged inside or outside of the hub. The brim cap/hub was not detached from the sheath. Air did not enter the patient's body; however, air was noted inside of the sheath. The physician noticed this when pulling back to retract the device. The patient's blood loss was reported as "not significant". No neurological symptoms during or after the procedure was noted. No medical intervention was required. No patient consequences were reported. Air flow into side port is MDR-reportable. Hemostatic valve leak is MDR-reportable.